Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The valve remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate, procedural (loss of pacing capture) and patient factors (¿normal¿ annular calcification) likely contributed to malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate during valve deployment of a 26mm sapien 3 in the aortic position, the valve was noted to slightly move forward and was deployed a bit ventricular. The physician was ¿not happy¿ with the positioning and a decision was made to implant a second valve. There were no injuries during or after the procedure. The patient is stable. As reported, no bav was performed prior to valve deployment. In addition, the patient¿s annulus was reported as ¿normal¿ calcification. As per post procedure discussion, the valve movement could have occurred due to an ectopic beat at rapid pacing or due to the calcium present in the native annulus, or it could have been due to the fact the balloon moved on the valve.